Event description:
A patient reported blood glucose results of 200 mg/dl, and 300 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient also obtained a 275 mg/dl and 375 mg/dl with the lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated differences of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications.